Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of dysmenorrhoea ('painful menstruation') in a 33-year-old female patient who had essure (batch no. 50711008) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included epilepsy, asthma, migraine and obesity. On (B)(6) 2013, the patient had essure inserted. In 2017, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("profuse menstruation") and menstruation irregular ("irregular menstruation"). On (B)(6) 2019, the patient experienced adenomyosis ("adenomyosis") and endometriosis ("endometriosis"), 5 years 8 months after insertion of essure. The patient was treated with surgery (laparoscopic removal of uterus and uterine tubes). Essure was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea, menorrhagia, menstruation irregular, adenomyosis and endometriosis outcome was unknown. The reporter considered adenomyosis, dysmenorrhoea, endometriosis, menorrhagia and menstruation irregular to be unrelated to essure. The reporter commented: removal was performed at the patient's request and also due to medical reason (medically necessary). Patient believed that essure had a role in the adverse events she presented, but physician does not consider that essure caused or contributed to the occurrence of the events, because adenomyosis and endometriosis were detected at surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-jun-2019: quality safety evaluation of ptc, batch information(expiration and manufacture dates) added. We received a lot number and returned sample in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of dysmenorrhoea ('painful menstruation') in a (B)(6) year-old female patient who had essure (batch no. 50711008) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included epilepsy, asthma, migraine and obesity. On (B)(6) 2013, the patient had essure inserted. In 2017, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("profuse menstruation") and menstruation irregular ("irregular menstruation"). On (B)(6) 2019, the patient experienced adenomyosis ("adenomyosis") and endometriosis ("endometriosis"), 5 years 8 months after insertion of essure. The patient was treated with surgery (laparoscopic removal of uterus and uterine tubes). Essure was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea, menorrhagia, menstruation irregular, adenomyosis and endometriosis outcome was unknown. The reporter considered adenomyosis, dysmenorrhoea, endometriosis, menorrhagia and menstruation irregular to be unrelated to essure. The reporter commented: removal was performed at the patient's request and also due to medical reason (medically necessary). Patient believed that essure had a role in the adverse events she presented, but physician does not consider that essure caused or contributed to the occurrence of the events, because adenomyosis and endometriosis were detected at surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.3 kg/sqm. We received a lot number and returned sample in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.